Event description:
The lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012. The lead had externalized cables, replaced with gore lead. Noise reported as well. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).